Event description:
It was reported that, "dr (B)(6), surgeon at the hospital, reported the following event to (B)(6), sales rep : "during a surgery while using the mantis implants, the tulip of the polyaxial screw got damaged. The blades came out of the tulip and the surgeon tried to put them back in manually, using force. It is only at the end of the surgery that the surgeon observed that the tips of the screw head were broken on one side only."

Manufacturer narrative:
Method: complaint history analysis, risk assessment. Results: there have been 28 complaints related to the screw tulip tabs breaking during surgery. The investigation into past complaints concluded that the tab breakage was the result of cantilever (off-set) forces being applied to the mantis reduction blades by the surgeon while using the mantis persuader. In this case there were no adverse consequences reported and the screw was still implanted. Conclusion: a thorough investigation could not be performed due to the unavailability of the implicated screw. As a result of previous complaints of this nature, a CAPA was initiated. The CAPA root cause analysis concluded that the breakage of the tulip tabs is not attributable to design or manufacturing, but to accidental offset during use.